Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b7, d1, d4, d11, g3, g4, g7, h1, h2, h4 and h6. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis and pulmonary emboli. The filter was deployed via the patient's right groin. It was placed in the infrarenal position at the level of l2 vertebral body. The filter was in a good therapeutic position. There were no adverse reactions or complications.   Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events approximately three months after the index procedure.

Manufacturer narrative:
After further review of additional information received. As reported, the patient underwent placement of a trapease vena cava filter. The patient presented to hospital with a history of deep vein thrombosis (dvt) and pulmonary emboli (pe) with a contraindication to anticoagulation therapy. The filter was implanted via the right groin and placed in an infrarenal position without complications. Approximately three months after the filter implantation, the patient developed deep vein thrombosis (dvt) and caval thrombosis. The patient further reported having experienced blood clots, clotting and / or occlusion of the inferior vena cava (ivc). The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis, blood clots, clotting, embolism, thrombosis and / or occlusion within the device or within the ivc and / or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
An amended patient profile form (ppf) states that there was an unsuccessful attempt to remove the device approximately three months after the index procedure. The form states that the patient also experienced the following events: shortness of breath, swelling, swollen legs, weakness in legs, pain in legs, occasional loss of mobility, constipation, skin changes, rapid heartbeat, fear and anxiety.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes dvt and pulmonary emboli (pe). The filter was deployed in the infrarenal position at the level of l2 vertebral body. There were no reported complications. The report states that the filter subsequently malfunctioned including, but not limited to deep vein thrombosis (dvt) and caval thrombosis. Per the patient profile form (ppf), the patient reports blood clots, clotting and/or occlusion of the inferior vena cava (ivc), an unsuccessful removal attempt three months post implant, shortness of breath, swelling, swollen legs, weakness in legs, pain in legs, occasional loss of mobility, constipation, skin changes, rapid heartbeat, fear and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, weakness and pain in legs, and loss of mobility do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. (B)(4). As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis as well as caval thrombosis. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis as well as caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.